Event description:
Customer's boyfriend reported customer was hospitalized for high blood glucose and a light heart attack on (B)(6) 2014. While customer was hospitalized, she lost her insulin pump. Customer's blood glucose was 500 mg/dl when admitted. She was at a regular doctor's visit and she fainted. Customer had high blood glucose and also suffered a light heart attack. She was eventually released from the hospital, but she had lost her insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).